Manufacturer narrative:
One cadd cassette received for investigation. Visual inspection of the device found it to be in good physical condition. Device then underwent functional testing; a syringe was used to infuse water into the cassette bag. The sample was found to be leaking. Leak testing was reviewed to ensure that measures are within specification, no discrepancies were found. The reported customer complaint has been determined to be unknown-problem source found to be manufacturing.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that during the use of a smiths medical cadd medication cassette reservoir the bag in the cassette is leaking and the medicine has flowed into the cassette housing. No adverse patient effects were reported.